Event description:
Boston scientific received information that this patient received multiple inappropriate shocks and anti-tachycardia pacing (atp) which lead to therapy exhaustion. Boston scientific technical services (ts) was consulted and gave some programming changes the health care professional (hcp) can try to minimize the future risk of inappropriate shocks. The device remains implanted and the programming was optimized for this patient. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.